Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when an occlusion was present. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to a broken distal occlusion pin. The cause was mishandling of the device in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)